Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Test strips were used to confirm, but registered negative. Estimated blood loss was 250 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample available.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.